Manufacturer narrative:
The field service engineer (fse) found the bead mixer was damaged. The fse replaced the bead mixer. The issue did not reoccur. The investigation determined that the service actions resolved the issue. The event occurred in (B)(6).

Event description:
The initial reporter complained of questionable elecsys probnp ii immunoassay results for 1 patient tested on cobas e 411 immunoassay analyzer. The initial bnp result was 17.97 pg/ml and the repeat result was 2514 pg/ml. There were no questionable results reported outside of the laboratory. The bnp reagent lot number was 37537601 with an expiration date of apr-2020.